Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting. As treatment the patient had administered a total of 25 units of insulin through the night. In addition the patient drank fluids. Once at the hospital the patient was admitted to the intensive care unit (ICU) and the pod was removed. The patient was treated with antibiotics, fluids and insulin treatment. The patient was released from the hospital after 2 nights.